Event description:
It was reported that, "the locking mechanism on the 2 level plate did not seat in the final position. Dr. (B)(6) seated the driver into the locking mechanism and when turning the locking mechanism it became stripped and did not fully lock. Dr. (B)(6) made the decision to take the 2 level plate and 4/0 screws out and replace it with a new 2 level plate and screws."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluated.